Event description:
The patient contacted animas on (B)(6) 2014 reporting that they are receiving no primes several times a day. The patient stated that they have high blood glucose (bg) values when they get loss of primes and some hypoglycemic episodes. Values were not given at the time of this report. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Patient did a change at the doctors office and technique is correct. The patient used apredra insulin but now will be switched to novolog. This report is being made due to the loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.